Event description:
General report received of an unspecified number of undocumented incidents of leakage; subsequently bleed back was noted. The tubing sets were being used to deliver unspecified antibiotics to recently discharged homecare pts via gemstar pumps. It was reported that after a few hours in use, the pts noted leakage of solutions at the filters of the tubing sets and bleed back was noted in the tubings. It was reported that the pts either returned to the hospital's homecare agency or the nurses went to the pt's homes to replace the tubing sets. The therapies were resumed. There were no reported adverse pt effects and no reported delays of critical therapies. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).